Manufacturer narrative:
Additional information: annex d code. Correction: annex e codes. Section b.2. Outcome attributed to adverse event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-procedure, following the placement of one onyx frontier 3.0 x 34mm coronary drug-eluting stent in a emergency case of a patient with acute coronary syndrome (acs), the patient developed subacute stent thrombosis (sat) and subacute thromboembolic occlusion. Vessel diameter was 3.1mm (or larger) and the slightly smaller 3.0mm stent size was selected as it was considered that there was a possibility of poor flow if a larger stent was selected due to the large amount of thrombus present. Timi3 was obtained and the procedure was completed. Subsequently the patient developed sat. The device was inspected prior to use and negative preparation was performed with no issues noted. The device did not pass through a previously placed stent. No resistance was noted when delivering the device and excessive force was not applied during delivery. The patient is scheduled for further treatment for the occluded lesion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: there was no issue noted during stent deployment and the stent was fully expanded. The sat occurred within 2 days after stent deployment. The patient was on dapt when this thrombotic event occurred. The patient had no relevant medical history that may have made the patient more prone to a thrombolytic event. The patient later underwent a treatment procedure, during which a non-medtronic perfusion balloon was inflated in the lesion, followed by the placement of a non-medtronic drug eluting stent on top of the previous onyx stent, double layering the des. It was stated that there was no relationship between the sat and the relevant device. The patients heart failure was resolved and the patient was discharged from the hospital. The patient was discharged due to good progress. D.6a: implant date updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.